Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a low blood glucose (bg) level of 49 mg/dl. The customer consumed orange juice to treat the low bg level. As the customer's bg level runs low in the mornings after waking up, the customer called for assistance with changing the basal rate settings at 11 pm-6 am from 0.65 units/hour to 0.5 units/hour. Tandem technical support assisted the customer with the requested changes to the settings.